Manufacturer narrative:
Upon further review of the device evaluation, it was determined that some of the investigation results were inadvertently omitted from the initial report. It was determined that the device also failed pretest for check with test hand switch, after ¿adjusting¿. It was further observed that the defective control unit was caused by a motor corrosion. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit was not functioning on the electric pen drive device. It was further determined that the device failed pretest for check function with test hand switch. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.